Event description:
Information was received regarding cadd legacy plus pump. It was reported that the pump failed volume accuracy test. This occurred while testing. There was no patient involved.

Manufacturer narrative:
Other, other text: device evaluation- the device was returned for evaluation. The device was given 3 separate delivery accuracy tests; the reported issue could not be confirmed. During testing the device was found to deliver with +/-6% specifications.